Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The first clip delivery system (cds-ntw) was advanced to the mitral valve and implanted in the medial aspect of a2p2, eliminating mr medially, but there was still color laterally. The mean pressure gradient was 3 mmhg. Another cds (nt) was advanced to the mitral valve and was implanted just lateral to the first clip and the pressure gradient increased to 8 mmhg. The team contemplated removing the clip but it was decided to leave it and see how the patient did. The pressure gradient post deployment was 6 mmhg. Mr after implant of both clips was 3. There were no issues with the clips. The physician was not satisfied with the remaining high gradient but was glad it came down to 6 mmhg. There were no patient effects due to the high gradient. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a cause for the reported mitral stenosis could not be determined. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral stenosis as listed in the IFU, mitraclip g4 system, canada is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.